Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was intermittently depleting quickly. Additionally, it was reported that intermittent occlusion alarms occurred. Customer changed supplies and resumed insulin delivery to address the issue. Customers blood glucose (bg) was 480 mg/dl. Reportedly, the customers coworker assisted the customer be retrieving the manual insulin injection for the customer to address their elevated bg.

Manufacturer narrative:
Battery-not holding charge was not verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.